Manufacturer narrative:
(B)(4). We received one easypump ii lt 100-50-s in original packaging. The received sample was taken to a visual examination. Damages or manufacturing faults were not detected. Additionally the sample was filled with 100 ml nacl 0.9% and a functional test was carried out. After opening the white clamp and waiting for a while, the pump worked (solution was running). Functional faults were not detected. The flow rate of the received sample was tested. Nominal: 2 ml/h. Actual: 3.0 ml in 1 h; 5.1 ml in 2 hrs; 7.2 ml in 3 hrs. The cause for the too fast flow could be not comprehended. We have informed our manufacturer accordingly. A follow-up report will be provided after their statement is available. Reviewed the device history record and there were no defect encountered during in process inspection and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): partially pumps run too fast.